Event description:
It was reported that a heater bag became disconnected from the cassette line. The technical service representative assisted the patient with ending therapy. The patient would start therapy over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.